Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high glucose, that their pump did not deliver a programmed bolus, and that they needed assistance with their transmitter. The customer's blood glucose at the time of the incident was 500 mg/dl. The customer did not indicate a form of treatment. The customer received education on the insulin pump and troubleshooting allowed them to connect their transmitter to the insulin pump. The device will not be returned for delivery.